Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump was not delivering insulin properly. Customer reported hearing a clicking sound coming from the insulin pump during bolus the night before the call. Customer reported having a blood glucose level of 400 mg/dl shortly before the call. Customer reported treating the high blood glucose level and it was down to 210 mg/dl at the time of the call. No further information was provided.